Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in bend, oregon. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t was leaking at the corners during a procedure. There was no patient injury.

Manufacturer narrative:
H10: through follow-up communication, livanova learned that the customer was repairing the device themselves replacing the gasket between the bridges and the tanks. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Event description:
See initial report.

Manufacturer narrative:
H10: complaints database analysis revealed that no similar event on this device occurred since its installation in 2007. It cannot be ruled out that the root cause of the leakage can be traced back to a faulty gasket most likely caused by disinfectant usage. Taking into account the manufacturing year of the device, the wearing of the device, which can be originated by the specific use condition at customer site, may have contributed to the event.